Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device not working which was reproduced as a system error 322 alarm. The system error 322 alarm was verified through a review of the event history log and found to be caused by an out of adjustment link. The link was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not working. There was no patient involvement. No additional information is available.